Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized due to charcot foot. The customer's diabetic ulcer on his right foot turned into an infection, and the leg had to be amputated. The customer has been wearing the insulin pump throughout the hospitalization. Nothing further was reported.